Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention.

Event description:
After review of medical records the patient was revised to address failed mom articulation resulting to pseudotumor, pain and swelling. Operative note reported thick membrane. There was a small amount of fluid collected for cell count and differential. There was some corrosion at the trunnion, there was relatively small area of bony ingrowth of the cup and tears in the short rotators posteriorly.